Event description:
During the yrs the apex-screw has unscrewed itself and dislocated. The products remain implanted. Patient is not experiencing pain and revision surgery is not scheduled at this time.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.